Event description:
As reported by our edwards lifesciences affiliate in egypt, during a transcatheter aortic valve replacement (tavr) procedure with a sapien valve, the valve was advanced beyond the delivery system balloon markers during valve alignment. After troubleshooting, a decision was made to not implant the valve in the aortic position. The delivery system was withdrawn, and the valve was deployed in the descending aorta. A new system was then prepped. There were no reported issues with the new system, and the new valve was successfully implanted. The patient was discharged and noted to be doing well.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was deployed in the patient in a non-target location. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was received for evaluation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve alignment difficulty during fine adjustment that resulted in the transcatheter heart valve (thv) being deployed in the patient in a non-target location was unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking. As reported, the valve was advanced beyond the delivery system balloon markers during valve alignment. Per the training manual, "slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap" and "do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment." It is likely that during fine adjustment of the valve onto the inflation balloon, the fine adjust wheel was overly dialed causing the valve to be positioned too distal on the inflation balloon. As such, the available information suggests that over rotating of the fine adjustment wheel may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.